Event description:
The customer reported that the insulin pump alarmed button error. Customer stated the insulin pump had problems with buttons and now she got motor error. Customer does not recall her blood glucose. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded express bolus, esc and act button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.